Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation, along with a photo of a clip that was used during the procedure. Testing was performed on the event unit and the complainant's experience of incomplete clip closure could not be replicated. However, engineering was able to confirm the complainant's experience based on the photo that was provided. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation", "do not twist or torque the clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. The clip did not close and it cause bleeding. It is unknown how the surgeon stopped the bleeding. It is unknown if the clip fully load into the jaws upon actuation. Unknown if the trigger was squeezed "plastic to plastic". Unknown if the surgeon fully skeletonize the vessel prior to using the clip applier or if the surgeon used the clip applier to skeletonize tissue. Unknown if the end of the clip (apex or tip) did not close. There was no patient injury. The device is available for return. Additional information was received via email from account manager on friday, 26oct2018. I have contacted 3 people to get more information and have had little conclusive response. I was told yesterday by the or director there was a clip that did not completely close, there was bleeding, the surgeon removed the clip applier to address the bleeding. The trocar came out due to instrument drag in the 5mm applied trocar. The or director is pretty sure the bleeding was stopped by applying more clips with the ca500 that is being returned. Also, there was apparently an xray taken that showed the clip in question, although I was unable to obtain it or the written report from the surgeon. Additional information was received via email on 26nov2018 from account manager: "yes, with the limited information they have provided, to the best of my knowledge this is correct." The surgeon was dr. [] and the case was converted to open. Patient status: no patient injury.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. The clip did not close and it cause bleeding. It is unknown how the surgeon stopped the bleeding. It is unknown if the clip fully load into the jaws upon actuation. Unknown if the trigger was squeezed "plastic to plastic". Unknown if the surgeon fully skeletonize the vessel prior to using the clip applier or if the surgeon used the clip applier to skeletonize tissue. Unknown if the end of the clip (apex or tip) did not close. There was no patient injury. The device is available for return. Additional information was received via email from account manager on friday, 10/26/2018. I have contacted 3 people to get more information and have had little conclusive response. I was told yesterday by the operating room director there was a clip that did not completely close, there was bleeding, the surgeon removed the clip applier to address the bleeding. The trocar came out due to instrument drag in the 5mm applied trocar. The operating room director is pretty sure the bleeding was stopped by applying more clips with the ca500 that is being returned. Also, there was apparently an xray taken that showed the clip in question, although I was unable to obtain it or the written report from the surgeon. Patient status: no patient injury.